Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional findings of the inner tubing kinked/buckled, blood in/on helix mechanism, lead stretched and damaged at implant.

Event description:
It was reported that during the initial implant, the right ventricular lead had to be repositioned multiple times. Blood ingressed into the "stylet passage" making it difficult to get a stylet down the lead. The lead was removed and replaced with a different lead. No patient complications were reported as a result of this event.